Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a 12cm wallflex biliary rx uncovered stent was to be implanted to treat a 10cm malignant stenosis in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was slightly tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed; however, approximately 3cm of the stent's length protruded to the duodenal wall on the opposite side of the papilla. In the physician's assessment, the stent was longer than the labeled length and was estimated to be 15cm long after completely deployed. The stent was removed from the patient using a snare and the procedure was completed with a different device. There were no patient complications reported as a result of this event.